Event description:
It was reported that the right ventricular (rv) lead shifted, and as a result another procedure was needed to relocate the lead. The rv lead remains in use, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: addr01 ipg implanted: unknown. (B)(4).